Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the implanted pacemaker alerted due to low right ventricular (rv) intrinsic amplitude. Review of the device logs demonstrated that there were two recorded non-sustained ventricular episodes due to sensing of noise. The oversensing led to brief periods of pacing inhibition (longest 2.6 seconds). Technical services recommended in-clinic review of the rv lead. No adverse patient effects were reported.

Event description:
It was reported that the implanted pacemaker alerted due to low right ventricular (rv) intrinsic amplitude. Review of the device logs demonstrated that there were two recorded non-sustained ventricular episodes due to sensing of noise. The oversensing led to brief periods of pacing inhibition (longest 2.6 seconds). Technical services recommended in-clinic review of the rv lead. No adverse patient effects were reported.